Manufacturer narrative:
Follow up activity conducted on 29-dec-2021. Obtained additional information regarding the reported event: the energy instruments were not in close proximity at the time of the issue. No thermal damage was identified. The involved instruments during the issue remain in use and will not be returning to isi. It was confirmed that there was no known impact or patient consequence.

Manufacturer narrative:
The customer received phone assistance from the technical support engineer (tse). Upon verification, user stated that the surgeon did not press the foot pedal; however, viodv generator showed fire condition and fire sound. Review of the site¿s system logs identified no related system issue. The user was instructed to ensure and verify foot pedal and viodv configuration. Issue will be further monitored. No further issue was observed. The user continued with the procedure using the same system and instruments. The system was working properly and no additional action was required. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the procedure log confirmed that a da vinci-assisted low anterior resection procedure was performed on the reported event date of (B)(6) 2021 on system (B)(4) which was consistent with the information provided. During the procedure, usage of xi®/xi dual/x¿ fenestrated bipolar forceps, xi®/x¿ tip-up fenestrated grasper, xi®/x¿ monopolar curved scissors, xi®/x¿ vessel sealer extend instruments was recorded. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the bipolar energy instrument "fired" without being activated. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the user observed that the viodv generator "fired" without pressing the foot pedal. The customer received phone assistance from the technical support engineer (tse). Upon verification, user stated that the surgeon didn't press the foot pedal but viodv generator showed fire condition and fire sound. Review of the site¿s system logs identified no related system issue. The user was instructed to ensure and verify foot pedal and viodv configuration. Issue will be further monitored. No further issue was observed. The user continued with the procedure using the same system. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) performed follow-up to request additional information related to the event. The customer was unable to provide which instrument(s) were in use at the time of the event, but it was noted that no instruments were in close proximity. There was no thermal damage identified and no patient injury occurred as a result of the reported issue. None of the instruments used during the procedure will be returned for analysis.